Manufacturer narrative:
An accuray field service engineer reported the event on (B)(6) 2013.

Event description:
Treatment was initiated but the couch did not move and the treatment beam did not deliver. The lack of normal operation caused the account to contact accuray. After servicing, accuray support confirmed the session was not delivered. An investigation is underway. No injury or death has been reported.